Event description:
It was reported that the device overheated during testing conducted at the manufacturer facility. There was no patient involvement, delay, medical intervention, or adverse consequences.